Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms". Additionally, if the supplemental alerts did not go through to the user, the primary devices would continue to function and provide primary alerting as those devices are designed. Investigation into the reported event determined that after an upgrade, there was a configuration error when adding new vad (alarm destinations). The configuration error was corrected and proper operation confirmed an interruption in the receipt of an emergent alert, could result in serious injury or death if the event were to recur and if the caregiver was solely relying on receiving the secondary alert via mobile phone notification and not the alert that is generated from the primary monitoring device connected to the patient. Therefore, hillrom is cautiously reporting this event.

Event description:
The customer reported that alerts were not going to intended roles (such as pct role went to rn) which were signed in after a software upgrade. This event was captured under hill-rom complaint ref # (B)(4).